Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 8496059 have been reviewed, and no issues or discrepancies were found. The root cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a coronary angioplasty and stenting procedure, balloon withdrawal difficulty occurred. The physician placed a liberte' 2.5 x 16mm stent to the 90% stenosed lesion located in the non-tortuous, calcified left descending (lad) artery. The balloon was inflated to 14 atms for 12 seconds and then deflated. While attempting to withdraw the delivery system, the balloon became stuck. The physician performed inflation/deflation procedure several times with slight pull/push movements until the balloon was freed from the stent. The number of inflations and to what atm is unk. A second liberte 2.5 x 12mm stent was successfully placed in the mid circumflex artery. No patient injuries or complications were noted. Patient status is reported as "fine".